Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the inspiratory solenoid auto-zero. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.